Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer went to the ER with elevated blood glucose (bg) levels ranging between 436-513 mg/dl. Customer received an insulin and fluid drip and bg level was 192 mg/dl leaving the ER. Reportedly, the customer changed pump supplies to resolve issue.